Event description:
It was reported the pt experienced symptoms of withdrawal. It was stated that, upon interrogation of the pump device, "a loud, solid beep was heard similar to feedback from a hearing aid." A dye study, indium study and rotor study revealed no issues. A therapeutic bolus was given and reportedly effective. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).